Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware issue related to the drawer cubie pocket and duplicate address was detected. Station displayed multiple failed storage messages for aux1 a5, aux1 c1, and aux1 d1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pocket was failed. A field service engineer (fse) replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.